Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that customer's blood glucose (bg) was in the mid 200s mg/dl; cause was not known. Prior to delivering a correction bolus, customer observed a malfunction alarm occurred. Insulin injections were administered to address bg. Customer reverted to using manual insulin injections for insulin therapy.